Event description:
The event occurred on an unspecified date in (B)(6) of 2025 involving a tego¿ connector. It was reported that the patient hemodialysis line was accessed and flushed with no problems. The patient then connected to the hemodialysis (hd) machine and had very high pressures noted when trying to connect. The patient disconnected from hd and lines recirculated. They attempted to flush the patient line but could not flush. Tego was changed and flushed well. Connected back to hd with no further problems. This happened at 2 consecutive dialysis sessions. When inspecting the tego a small tear was noted. The tegos are changed weekly as a policy and were not yet due to be changed. The event was noted during use on a patient. No medication being used with this product. There was patient involvement, unknown delay in therapy, no adverse event and no one was harmed as a result of the reported event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
D9: date returned to mfg: 9 jun 2025. Investigation summary: received two (2) used d1000 tego connectors and ninety-three (93) new d1000 tego connectors for inspection. Excessive seal tearing was found on the top surface of one (1) of the used tegos and minimal seal tearing was found on the second tego. No defects or anomalies noted on the ninety-three (93) new d1000 tego connectors. The tegos were accessed with a male luer syringe to observe the fluid path. Blood residuals were observed in the used tegos but no occlusions were found. The complaint of high pressure could not be confirmed. The probable cause of the tearing on the seals is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. The lot was found to be manufactured in 2024 and falls under the scope of a CAPA. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.